Event description:
It was reported that ventilator system alarming for internal memory error. No further information was provided. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(6): the reported ventilator was investigated on-site by our field service engineer. The ventilator control panel was exchanged, after the unit passed all performance and safety checks, it was returned back to service. No more deviations have been reported since the exchange of the control panel. Neither the exchanged part nor the device logs were returned for our investigation. Therefore the root cause to the reported alarm cannot be established or confirmed by this investigation. But similar problem descriptions have indicated that the failure condition were related to missing software options data at startup of the device.

Event description:
(B)(4).